Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the cause of the volume discrepancy was unknown. The hcp stated that she need take good care of the catheter and did not know how she can do that. She was having an issue with spasticity. The patient will return for catheter study.

Manufacturer narrative:
Continuation of d10: product ID: 8709, lot#serial#: (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(6), ubd: 26-sep-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) via an implantable pump for other spasticity and intractable spasticity. It was reported that the patient stated they had the pump refilled on monday. Patient stated usually when they draw out what's left in the pump, it's about 2.5-2.77ml, but this time it was a little more - 4.7ml. Patient mentioned they had been having more spasticity and more pain. When asked for event date, patient stated this was their 3rd pump so it's 20+ years, sometimes they had to raise the medication levels because the patient was active and sometimes, they hurt from doing that kind of stuff. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that their next appointment was the first week of june. Patient also mentioned that they were told to take good care of their catheter because when the catheter was implanted, they had a "horrible issue" when placing it. Patient stated the catheter was in the thoracic instead of the lumbar because they had a hard time placing the catheter when implanting it.